Event description:
During a neurovascular procedure, the physician deployed one 37 mm enterprise followed by another inside it with an intention to do overlapping stents. The second stent deployed completely but somehow remained stuck to the delivery wire. As the wire was withdrawn, the stent also followed all the way and had to be removed. Then, another enterprise stent was used in its place and that went fine.

Manufacturer narrative:
Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01418211. The device history record review also included a review of the certificate of conformance received from (B)(4) and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per ndc (nitinol devices & components) (B)(4). Cordis nitinol lots: 511911, 511478, 511910 and 512244; revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action, including corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a neurovascular procedure, one 37 mm enterprise was deployed followed by another inside it with an intention to do overlapping stents. The second enterprise stent deployed completely, but somehow remained stuck to the delivery wire. As the wire was withdrawn, the stent also followed all the way and had to be removed. Then, another enterprise stent was used in its place and was deployed without difficulty. With investigation it was stated that the reporter was not aware of any resistance friction during advancing, retracting, withdrawal, or at any time. During the event, only the enterprise stent was removed, the microcatheter remained in position. No further information was available regarding the procedural factors related to the delivery, positioning, or withdrawal of the device. There is no information available regarding the target site or vessel characteristics. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418211 which corresponds to final lot 13471817. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was not returned for analysis. Based on the limited procedural information, no conclusion can be made regarding the reported event. However, the instructions for use precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. There are no identified manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During the procedure there was no resistance friction at any time (advancing, retracting or withdrawal). During the event, only the enterprise stent was removed. No further information was available, additional information will be submitted within 30 days of receipt.